Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number rammcu/ t4947h40 and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: what was the name of the procedure? Caesarean section. What was the procedure date? Did the needle fall into the patient? If yes, in the muscle of uterus. Was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No. What measures were taken to retrieve the broken piece? The or nurse noticed that a piece of the needle was missing and the surgeon find it on the uterus. Was there any additional tissue damage as a result of searching for the needle piece? No.

Event description:
It was reported that the patient underwent a caesarean section on unknown date and the suture was used. During the procedure in the uterine wall, it was noticed that the needle broke and was found on the muscle of uterus. The needle was retrieved during the same procedure. There were no adverse patient consequences due to the event.